Manufacturer narrative:
H6 (adverse event problem) was corrected. The reported complaint that the autopulse platform (sn (B)(6). Does not release the lifeband and it is then not possible to reset it to the reference position was confirmed during visual inspection. Usually, pulling the lifeband up, so that it is fully extended, will move the drive shaft back to the home position. However, in this case, it was observed that the drive shaft does not turn smoothly, attributed to a broken bearing on the encoder. The integrated encoder gearbox needs to be replaced to remedy the reported complaint. The autopulse platform passed the initial functional testing without any fault or error. The load cell characterization test was passed without issue. The platform was tested with the large resuscitation test fixture (lrtf) using two fully charged autopulse li-ion batteries without issue. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6)) does not release the lifeband; it is then not possible to reset it to the reference position. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.